Event description:
Patient reported the infusion device displayed an e6 (mechanical error) message. Preliminary evaluation found a non-working down button on the infusion device on (B)(6) 2013. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result no e6 could be found in the history list. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The down button does not respond to commands due to the contamination inside the button. The problem mentioned by the customer is related to careless handling of the product.